Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [10] retention samples from bd inventory were evaluated by performing draw volume test and no low or no draw defect found, all result meet the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg customer found that the pressure of the disposable vacuum blood collection tube was insufficient. The following information was provided by the initial reporter. The customer stated: when routine blood collection was given to the child on the same day, it was found that the pressure of the disposable vacuum blood collection tube was insufficient. Stop using it immediately and replace it with a new disposable vacuum blood collection tube.